Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced all blood contaminated parts (0104-00-0026, 0008-00-0312, 0997-00-0986-01, 0103-00-0398-01, 0997-00-0985-01 and 0008-00-0377). The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a blood back issue. Blood in unit detected. Customer can see the dried blood in the drain port tubing. The balloon ruptured.